Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay on (B)(6) 2022 using a nasal swab sample. No repeat or confirmation testing was performed. No additional information has been received.

Manufacturer narrative:
Catelog #: similar product to 190-000. The investigation is ongoing. A supplement report will be submitted upon investigation completion. Single use device, discarded.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay on (B)(6) 2022 using a nasal swab sample. No repeat or confirmation testing was performed. No additional information has been received.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087808 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087808 and test base part number 190-430 / lot 1087808. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087808 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : single use device, discarded.